Manufacturer narrative:
Per the servicemax record, the device was repaired under field correction order; the service engineer replaced the power management board, and the issue was resolved. The device passed all testing and verification. The device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator shut down. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the biomed reported that the v60 shutdown while on a patient. The biomed was advised of the remediation for the 35 volt rail -loss of function. The investigation is ongoing.